Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.